Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned for evaluation.

Event description:
It was reported the customer was hospitalized for hyperglycemia while wearing the infusion set. The caller noticed that her clothes were wet with insulin and reported that there was a leak between the connector of the cannula and infusion tubing. The caller stated that there was a large air gap in the end of the tubing where it would connect to the cannula, resulting in elevated blood glucose levels. The customer received a blood glucose result of hi mmol/l on her insight meter. The customer changed the accessories and delivered a large bolus in an effort to lower blood glucose. However, the patient was dehydrated, breathless, and feeling unwell. The call agent contacted emergency services for the customer. The customer was transported to the hospital and received a blood glucose result of 34 mmol/l. The hospital treated the patient with intravenous drip therapy and insulin. The customer was discharged from the hospital later in the day, after blood glucose returned to normal levels.